Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic system fluidics, ultrasonics & vitrectomy were not available. Procedure details and patient impact has not been reported. Additional information has been requested. Additional information received indicated that procedure type was cataract and event occurred before surgery.

Manufacturer narrative:
Additional information is provided in section d.9,h.3,h.6 and h.11. The company representative was able to replicate the reported event(s). The fluidics module (fm) was replaced to address the reported issues. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿fluidics, ultrasound, and vitrectomy¿ were attributed to a nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).